Manufacturer narrative:
G4:12feb2021; b4:22feb2021; h11:g5:k102985. H10: the ventilator was received for bench repair service. The service engineer confirmed the unit has multiple error codes in the event log consistent with check vent: aux alarm supply failed, check vent: backup alarm failed, alarm led failure, and cooling fan speed error. The power management board needs to be replaced to fix the issues. The unit fails air flow testing, the reading was 147 slpm when set to 120 slpm. The flow sensor assembly needs to be replaced to fix the issue. During the evaluation, additional issues were also found: the front bezel is missing a button cover, and navigation ring is not working. The end cap has physical damage, the right side panel is missing a large piece that broke off, the top cover has two broken corners. All these parts were ordered, including a periodic maintenance kit and box. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The customer requested to send their ventilator in for bench repair. They reported the unit is down and have "blown out a few pc boards when replaced" as well as the nav ring is missing the check mark button. There was no patient involvement.

Manufacturer narrative:
The gds was returned for failure investigation and was tested. The out of specification u1 on the air flow sensor pcba created the air flow accuracy and o2 accuracy test to fail. Replaced power management board to resolve check vent: aux alarm supply failed (1115), check vent: backup alarm failed (1104), alarm led failure (1105), and cooling fan speed error (1125).. Device remains onsite and in use.